Event description:
This supplemental report is being submitted to provide corrections to the previous report. Three attempts were performed to obtain additional information, but no response was received from the customer. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus an importer report no longer applies. Updated field: f10.

Event description:
It was reported that the video system center was in gastrointestinal (gi) mode but should not be for laparoscopic cases and showed an error code e315 unsupported scope during a therapeutic laparoscopic cholecystectomy. The procedure was prolonged for 30 minutes or greater with the patient under sedation. There were no reports of further patient harm.